Event description:
It was reported that the patient experienced a hemorrhagic stroke. The patient also expired.The patient presented as asymptomatic for a right Transcarotid Revascularization (TCAR) procedure. An ENROUTE Transcarotid Stent (TSS) System was selected for use. Prior to discharge, the patient experienced a hemorrhagic stroke. The patient subsequently died. The official cause of death was reported as hemorrhage.

Event description:
It was reported that the patient experienced a hemorrhagic stroke. The patient also expired.The patient presented as asymptomatic for a right Transcarotid Revascularization (TCAR) procedure. An ENROUTE Transcarotid Stent (TSS) System was selected for use. Prior to discharge, the patient experienced a hemorrhagic stroke. The patient subsequently died. The official cause of death was reported as hemorrhage.

Manufacturer narrative:
B2: Date of Death was not reported; however, it has been estimated to have occurred in (b)(6) 2026.B3: Date of Event was not reported; however, it has been estimated to have occurred in (b)(6) 2026.Detailed product information was not provided to BSC. We completed a good faith effort to obtain the information. Because the product lot number is unknown at this time, we are unable to provide the complete Unique Identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
B2: Date of Death was not reported; however, it has been estimated to have occurred in (b)(6) 2026.B3: Date of Event was not reported; however, it has been estimated to have occurred in (b)(6) 2026.Detailed product information was not provided to BSC. We completed a good faith effort to obtain the information. Because the product lot number is unknown at this time, we are unable to provide the complete Unique Identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.